Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that during an anterior cruciate ligament reconstruction the footprint anchor broke off, the pieces were removed using tweezers. The procedure was successfully completed using a back up device without a significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D9: updated, device received. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers of the device. The inner advancement mechanism was severely bent with the inner plug still attached. The anchor had broken off at the proximal end, and the distal end was not shown. A visual inspection revealed that the retention suture and proximal piece of the anchor were returned with the device. The anchor was broken, and the inner advancement mechanism was severely bent. There was significant debris on the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A clinical investigation concluded that the broken anchor was retrieved from the patient and the procedure was completed using a back-up device. No patient injuries or adverse consequences were reported, and the patient health status was reported as ¿good¿. Since no patient injuries were reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending during use, off-axis insertion, or inadequate preparation of the insertion site. No containment or corrective actions are recommended at this time.